Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaints and freestyle strips and the freestyle freedom lite meter, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as product return request was not made prior to customer disconnecting the call. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date "yesterday." All pertinent information available to abbott diabetes care has been submitted. Yesterday.

Event description:
A customer reported their adc meter showed an unknown error message and did not turn on after trying to perform a blood glucose. As a result, the customer lost consciousness. No further information was provided as the customer "refused to give information and hung up." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaints and freestyle strips and the freestyle freedom lite meter, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as product return request was not made prior to customer disconnecting the call. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date "yesterday." All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report for section h10, addtl mfg narrative has been updated with correct information.

Event description:
A customer reported their adc meter showed an unknown error message and did not turn on after trying to perform a blood glucose. As a result, the customer lost consciousness. No further information was provided as the customer "refused to give information and hung up." There was no report of death or permanent injury associated with this event.